Event description:
It was reported that an employee got a drop of cidex activated dialdehyde solution in their left eye. Employee was not wearing eye protection at the time of the incident. They removed their contact lenses and flushed their eye with water for 5-10 minutes. They consulted with an opthalmologist who advised that they flush their eyes for an additional 15 minutes. They were not prescribed any medication. At a follow-up visit, the doctor said the pt was fine and would not need to be seen again.